Event description:
It was reported that after implanting the intraocular lens, the surgeon identified a tear within the posterior capsule as well as an unstable iol (intraocular lens), requiring the surgeon to remove and replace it with a sulcus lens within the same procedure. The incision was not required to be enlarged and no suture was used. In addition no patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination showed the lens was cut in pieces, most probably due to the explant process. Under microscopic evaluation, the iol can be identified as a tecnis toric lens because of the presence of marking holes. Because the lens has been cut in pieces, the optic is damaged and scratches are present, dust particles are present. The condition of the returned lens is consistent with one that has been explanted. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device returned on june 09, 2014. Manufacturing records were reviewed. Device history records showed there were no non-conformances, no non-conforming materials reports were generated, sterilization records were without non-conformances, environmental monitoring records were within specifications, process and/or material changes were within specifications. No deviations were noted for the production order. All pertinent information available to the manufacturer has been submitted. Placeholder.